Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br was: a) was missing additive, b) had poor barrier separation of sample, c) were underfilled, d) had red cell hang up. The following information was provided by the initial reporter: "client reports fibrin formation, with difficulty in separating the series, coagulation and hemolysis. They also point out a difficulty with the vacuum (little force) in front of the open collections. They point out difficulties in centrifugation, with greater adherence to the tube walls, with the consequence of recollection due to the negative return next to the support. All procedures are performed with open collection, where there was no bd training."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for fibrin, red cell hang-up, and poor barrier separation with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin, red cell hang-up, poor barrier separation, and underfill was observed. Clotting was not found as an issue in either photos or retentions, since the tubes are supposed to clot. An inconsistency problem was identified regarding the additive concentration used in the product that is being handled through a corrective and preventive action (CAPA#1654520). The CAPA is related to fibrin and red cell hang-up. When evaluating the product¿s device history record, there was no indication of failures during the production of the related batches. All analytes demonstrated clinically acceptable performance for all visual observations evaluated. In addition, results for cell sensitive analytes demonstrated clinical equivalence and hemolysis index showed no statistically significant difference between the evaluation and control tubes. DHR was performed. The in-process inspections were performed according to the control plan and no records of incidents were evidenced that could be related to the related event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br was: was missing additive; had poor barrier separation of sample; were underfilled; had red cell hang up. The following information was provided by the initial reporter: "client reports fibrin formation, with difficulty in separating the series, coagulation and hemolysis. They also point out a difficulty with the vacuum (little force) in front of the open collections. They point out difficulties in centrifugation, with greater adherence to the tube walls, with the consequence of recollection due to the negative return next to the support. All procedures are performed with open collection, where there was no bd training."